Event description:
It was reported frequent occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from tandem technical support, no additional information was received regarding further actions or outcome of the event.